Event description:
Crospon endoflip doesn't end support until [redacted] - the end of this year - and refuses to service broken equipment. Manufacturer response for endoflip, endoflip (per site reporter). Manufacturer is refusing to service devices even though service ends [redacted] - the end of this year.